Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a long charge time. The crt-d battery is nearing recommended replacement time (rrt). Follow up yielded no information. The device remains in use. No patient complications have been reported as a result of this event.